Event description:
Caller reported a cgm error with the code 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and after performing the reset, the issue was resolved, allowing the caller to successfully start their sensor session.